Manufacturer narrative:
Expiration date not provided as device lot number was not reported. Implant and explant dates: if explanted, give date: not applicable as this is not an implantable device. Manufacturing date not provided as device lot number was not reported all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the loading process, an intraocular lens (iol) pushed through the back of the cartridge and it was unable to advance. No patient contact reported. The doctor was able to reload a new lens, same model and diopter. The patient is reported doing fine. Additional information was received and it was learnt that the lens came through the side of the cartridge. No further information provided.

Manufacturer narrative:
The cartridge was returned to the manufacturer in a plastic bag. Visual inspection at 10x microscope magnification revealed evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues detected inside the cartridge. A crack defect was observed at the cartridge tip section. One intraocular lens (iol) was observed stuck at the cartridge loading zone. Based on the evidence observed, the condition of the complaint unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece during surgical process. The rod tip protruded through the cartridge tube creating a crack. The customer's reported complaint was verified. Manufacturing records review: the manufacturing process record was not evaluated as the lot number of the cartridge was not provided/available. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.